Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 30-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine 10.0mg/ml; 0.701mg/day in an implantable pump for non-malignant pain and cervical radiculopathy. During a pump replacement for elective replacement indicator (eri), the catheter was nicked. The catheter was revised; new pump connector was implanted. The catheter was no aspirated. Technical services advised the manufacturer representative to perform a standard prime and select catheter access port procedure. There were no reported symptoms. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the revised pump connector would not be returned.